Manufacturer narrative:
(B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage / sleeve non-recovery with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for sleeve leakage / sleeve non-recovery was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for sleeve leakage / sleeve non-recovery with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer® wingset button blood collection set leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.